Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cooling in normothermia when they received alarm 64 non recoverable system error. Nurse noted they were having flow issues prior to this alarm. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c. Walked through powering arctic sun device off and back on. Continue current patient and emptied pads. Device alerted empty pads not complete. Restarted therapy and water flow rate (wfr) primed to 0 lm. Stopped therapy and emptied pads. Device alerted empty pads not complete again. Disconnected pads. Placed in manual control at 10 c with no pads connected. System diagnostics, outlet monitor temperature (t1) was 9.7c, outlet control temperature (t2) was 9.7c, inlet temperature (t3) was 13c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 0 lm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 11 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1460.5, pump hours were 33.7. Advised swapping out to alternate device. Send this one to biomed for evaluation. Potential pressure transducer issue. Sn (B)(6). Per follow up information received via phone on 11may2026, transferred to the biomed. Spoke with biomed who confirmed receipt of the device but there were no notes on what was wrong. They have not been able to reach technical support and requested their number. No repairs made at this time.